Event description:
My daughter is a long time tandem t2 slim insulin pump user. We have had issues with the quality of the autosoft 90 infusions sets before with occlusions, kinked/crushed tubing upon opening, and sets that fell apart when opening the inserter. This weekend she had blood sugar in excess of 400 for several hours as we worked through issues with at least 6 infusion sets including different production lots until we finally had a set that would work. That set only lasted overnight and we had the same issue with another 2 sets on sunday. These manufacturing defects have gone from occasional and random a persistent issue. Her blood sugar was elevated for several hours as we dealt with faulty inclusion sets and the inability to deliver insulin. Reference reports: #mw5120197, #mw5120198, #mw5120199, #mw5120201, #mw5120202, #mw5120203, #mw5120204.